Manufacturer narrative:
Initial 1 of 2Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that patient faced the infusion sets fell off due to tape not sticking on (b)(6)2026. This emdr is being submitted for an unknown number quantity.